Manufacturer narrative:
Additional information: h11: the patient connector only was returned, attached to the transfer set. The patient connector was connected and disconnected to the female connector with no issues or leaks noted. A clear passage test was performed on the connector with no issues noted. The reported problem was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of the amia pd cycler set and the female connector of a peritoneal dialysis (pd) transfer set. This occurred when disconnecting from the patient line of the amia cassette. The female connector of the transfer set remained stuck in the patient line and the patient had to cut the line to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: additional initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.